Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was tangled and could not be opened. The patient was undergoing surgery for treatment of a saccular, unruptured right clinoid artery segment aneurysm with a max diameter of 7.88mm and a 6.58mm neck diameter. The landing zone was 2.88mm at the distal end and 4.89mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and pru level was normal. The angiographic result post procedure was slowed down blood flow. It was reported that the blood vessels were tortuous, and the tension was high when delivering the system; after the system was in place, it was opened from the distal part of the middle cerebral artery, and the anchor was pulled back. After the distal part was opened, the stent continued to be deployed. When deploying the middle section of the stent, the opening of the stent encountered challenge due to the curved section; after repeated operations such as recovery and deploy, expansion and reduction, and overall swinging, the kink in the middle still could not be touched. After recovering the whole stent again, the tension was adjusted, and deployed it again. In the process of passing through the bending part, the kink appeared again, the operator removed the ped-500-25, replaced it with ped-500-20, and finally deployed it smoothly. The pipeline failed to open in the middle section. The middle section was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was not removed from the patient. Full wall apposition was achieved. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. Ancillary devices include a ev3 phenom27 microcatheter.

Manufacturer narrative:
H3: the pipeline flex embolization device was returned for analysis. No bends or kinks were found with the pipeline flex pusher. The pipeline flex pusher resheathing pad, sleeves, and tip coil were found in good condition. The pipeline flex braid was returned detached from the pusher. Therefore, the proximal and distal ends could not be identified. Both ends of the pipeline flex braid were found open, but damaged (frayed). Based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ and ¿pipeline damaged¿ reports were confirmed. Damage to the pipeline flex braid can occur if advanced against resistance. Possible causes of ¿resistance/stuck during delivery¿ include use of an incompatible catheter, catheter damage, patient vessel tortuosity, user does not maintain continuous flush, or users pulls back on/torques wire while advancing pipeline in microcatheter. The phenom 27 catheter is compatible with the pipeline flex embolization device, ruling out use of an incompatible catheter as a potential cause. However, the phenom 27 catheter was not returned; therefore, an analysis could not be performed, and catheter damage could not be ruled out as a potential cause. Users pulls back on/torques wire while advancing pipeline in microcatheter could not be ruled out as a potential cause. Information regarding if a continuous flush was maintained was not reported; therefore, user does not maintain continuous flush could not be ruled out as a potential cause. The cause for the reported resistance could not be determined as insufficient information was provided. Regarding the customer¿s ¿failure/incomplete to open at middle section¿ report, the issue could not be confirmed as the pipeline flex braid was found open. Possible causes of failure to open include patient vessel tortuosity, braid improperly sized to anatomy, or user deploys braid in vessel bend. It appears the pipeline flex braid was properly sized to the anatomy, ruling out braid impro perly sized to anatomy as a potential cause. In this event, it is likely the placement of the braid in a vessel bend contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received. To clarify the report of "the pipeline was removed and replaced", and a later statement of "the pipeline was not removed". The pipeline ped-500-25 has been removed after failing to open and will be returned. There was a certain resistance in the middle section, and kinks appeared at the same time, and it still could not be opened after repeated operations. The phenom catheter was discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.